Manufacturer narrative:
Attempts to obtain additional information from the article author(s) were unsuccessful. The findings of the study were summarized in the article: yamashita, s., k. Fukuzawa, et al. (2015). "The effectiveness of cardiac resynchronization therapy for patients with new york heart association class IV non-ambulatory heart failure." Journal of arrhythmia 31(4): 221-225.

Event description:
Boston scientific crm received information from a study designed to evaluate the effectiveness of cardiac resynchronization therapy for patients with new york heart association class IV, non-ambulatory heart failure. The retrospective database study involved a total of 29 patients implanted with a cardiac resynchronization therapy defibrillator (crt-d) between 2003 and 2011. Bsc crt devices (models unknown), along with two other manufactures, were selected for implant. Of the patient's implanted, two device related infections were reported. The first at 344 days post-implant and the second, 224 days post-implant. The first patient was subjected to product removal and routine infection care and another device later implanted. The second patient, also had their device removed but elected to forgo further crt-d therapy due to non-responsive bi-ventricular pacing. No additional adverse patient effects were reported as part of this data review.